Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported the patients lead displayed high impedance. Surgical intervention was undertaken wherein the lead was explanted and replaced,